Manufacturer narrative:
Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva.health. The instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: bleeding at the time of surgery can cause the skin to change color. It is an expected symptom from the surgery and is likely temporary. The risk of postoperative hematoma and seroma may be reduced by carefully handling the hemostasis during surgery and possibly by the postoperative use of a closed drainage system. Persistent or excessive bleeding must be controlled before implantation. Any postoperative evacuation of hematoma or seroma must be conducted with care to avoid contamination or damage to the breast implant. In addition, a review of the device history record was conducted, and it was concluded that there were no deviations in the manufacturing process of this device that would have caused or contributed to this incident. When the investigation process is completed, the applicable findings will be included in a supplemental. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post market surveillance of reported complaints & adverse events.

Event description:
Germany. Allegedly, a revision surgery was performed due to bleeding.